Event description:
While flushing port on 5 fr groshong double lumen catheter, tubing burst-3/2002. Nurse instructed to continue using PICC line while still patent. 3 days later, red part of tubing broke apart, PICC line discontinued.